Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s operative complication leading to the patient¿s demise cannot be determined. Isi has attempted to contact the site to gather additional information regarding the incident. However, as of the date of this report, no information has been obtained. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: large needle driver (lnd) instrument which was in its last use. The vessel sealer extend (vse) instrument, and sureform 60 stapler instrument which are single use instruments and a review of the site's complaint history has shown that no complaints were filed against these instruments. No image or video recordings available for review. A medical review of the event information was performed by an isi medical safety officer and the following information was provided: "based on the limited information in the summary of events, insufficient information is available to make an assessment on this case." This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted right hemicolectomy procedure, the patient expired secondary to bleeding. At this time, the cause of the bleeding that led to the patient¿s death is unknown.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy procedure, the patient expired secondary to bleeding. No further details were provided. The source and cause of the bleeding are unknown. In addition, the following are unknown: the blood loss volume, if the bleeding was identified intra-operatively or post-operatively, what medical/surgical intervention (if any) was rendered due to the bleeding, and what date the patient expired. Intuitive surgical, inc. (Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.